Event description:
It was reported that the foot end brake does not hold.

Event description:
It was reported that the foot end brake does not hold.

Manufacturer narrative:
Result: brake cam.

Manufacturer narrative:
Result: brake adjuster.